Event description:
Information received on 3/19/97 indicates an ipp device was removed from the patient, date and reason not provided. No record of previous implant date or brand. Unable to obtain additional information.